Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the device was manufactured on september 19, 2019 - september 20, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; therefore, a device analysis could not be completed. Additionally, retention samples were visually inspected with no obvious issue/damage detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water and no leak was observed. The reported condition was not verified by evaluation of the retention samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿blue flow regulator¿ of a flow regulator set was ¿unable to regulate velocity¿. It was further reported that there was fluid flow when the set was closed. This issue was identified prior to use on a patient. There was no patient involvement. No additional information is available.